Manufacturer narrative:
This pump, (B)(4) was implanted in the left ventricle. The right ventricle was implanted with (B)(4) and reported in MFR# 2916596-2019-04014. Investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with two left ventricular assist devices (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to sepsis. The device was working as expected for the whole time of support. By the will of the patients family, the pump wasn¿t explanted after the patient expired. No further detail is available.